Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty placing a right ventricular (rv) lead due to a bent helix. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.